Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention was likely related to valve positioning or implant technique. Implant technique is often dependent on patient anatomy. Paravalvular leak is a potential adverse event per the corevalve IFU. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed slightly high, resulting in moderate paravalvular leak (pvl). Subsequently, another valve was implanted valve in valve with mild paravalvular leak. No treatment was prescribed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.